Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was hospitalized after experiencing 10 seconds of asystole. Two episodes were stored showing oversensing of noise and resulting in pacing inhibition. Intermittent loss of capture (loc) was also observed, with increased pacing threshold measurements and decreased pacing impedance measurements. The patient was transferred to another hospital where a lead replacement was planned. The device was reprogrammed to doo mode and the rv pacing output was increased to 6.0v. The field representative later confirmed the lead revision was performed. A new lead was implanted and this lead was surgically abandoned. Possible insulation damage was observed, but the physician did not want to risk dislodging the newly implanted lead by manipulating the abandoned lead too aggressively. It was also confirmed that the patient experienced five seconds of asystole, not 10 seconds as previously noted, and the patient did not mention a fall or other adverse event due to the pause in pacing. No additional adverse patient effects were reported.